Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that an issue with password recognition has occurred, apparently rendering the device inoperable. There was no adverse patient impact reported.